Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post routine implant check, it was noted that the patient threshold was elevated, and intermittent pacing was also noted. Bundle lead had dislodged. The lead dislodgement was confirmed by in clinic testing and fluoroscopy. The lead was repositioned. The patient was stable throughout and has been discharged home.